Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient underwent computed tomography guided placement of a cook ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for percutaneous transhepatic biliary drainage. After the drainage catheter was soaked and rinsed with normal saline, the user used a one-step puncture to gain access to the obstructed portion of the biliary tract. The puncture process was successful. However, the metal stiffener was unable to be removed along with the trocar stylet. After repeated failed attempts to remove the metal stiffener, the clinician removed the drainage catheter and the metal stiffening cannula together. The procedure was completed by using another new device. No adverse effects to the patient were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation on (B)(6) 2022, cook china received a complaint from a representative at the (B)(6) regarding an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-5s-cldm-hc, lot: 14330489). It was reported that on (B)(6) 2022 a 27-year-old male patient, weighing 75 kg., underwent a CT - guided percutaneous transhepatic biliary drainage. After the catheter was soaked and rinsed with normal saline, the user adopted a one-step puncture to the obstruction position of the biliary tract. The puncture process was successful, however, the metal cannula could not be pulled out during the withdrawal from the catheter. After repeated attempts with no success, the user removed the drainage catheter and trocar together. The procedure was completed by using another new device. No adverse effect were reported for the patient. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The customer returned one used device with the metal stiffening cannula, including the trocar fully inserted into the catheter. There is biological matter throughout the length of the device. The metal stiffener was confirmed to be stuck within the lumen of the catheter. The distal tip of the catheter was manipulated, releasing the stiffener. During the investigation, the stiffening cannula / trocar was reinserted and removed from the catheter without difficulty. There is no visible damage on the stiffener or catheter. The catheter tubing was cut to obtain measurements. The catheter's inner diameter and stiffener outer diameter measured within specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 14330489, the catheter tubing sub-assembly lot ((B)(6)), and the disposable stiffening cannula lot ((B)(6)) recorded nonconforming criteria for "components incorrect fit, dtn will not exit end of catheter". Based on this criteria, it could be considered relevant to the reported difficulty. The nonconforming devices were scrapped prior to further processing. A database search was completed on lot 14330489, discovering one additional complaint for this difficulty which was received from the same facility as above, having identical event dates but having different patients. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, with no additional complaints being received from other reporting facilities, cook medical has concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to component failure without a manufacturing or design deficiency. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.